Event description:
It was reported that the target lesion was mid circumflex artery (cx) which was heavily calcified, 80% stenosed and mildly tortuous. The cx was primarily wired with the viperwire advance coronary guide wire, floppy. Three low-speed passes were performed with the diamondback 360 orbital atherectomy device (oad). There was no difficulty passing the oad. On the fourth pass the viperwire was pulled back for an unknown reason and a pass was performed with the oad at the tip of the viperwire. Upon oad removal the viperwire tip was observed to have detached from the viperwire. An abbott bmw guide wire was advanced to snare the viperwire tip. As the bmw wire was being advanced it pushed the fractured tip of the viperwire down to the very distal part of the cx. Balloon angioplasty was attempted with a non-csi balloon but the balloon could not be advanced to the cx. The fractured component was attempted to be covered with an unspecified stent, but the stent could not be advanced as well. The fractured component was left in the distal cx. The patient was stable. The physician has no concerns about potential long-term risks or outcomes. In the opinion of the physician the oad came in contact with the viperwire spring tip during treatments causing the fracture. There is no allegation of malfunction against the oad and no allegation that the IFU/labeling was difficult to understand. The physician has no indication as to why the non-csi balloon and unspecified stent failed to advance to cx. The account asked if it would be safe for the patient to have a magnetic resonance imaging (MRI).

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported contact between the driveshaft and the guide wire spring tip appears to be related to user error. In this case it is likely that the reported damage is due to spinning the orbital atherectomy device too close to the guide wire spring tip; however, since the device was not returned this could not be confirmed. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, g6, h2, h6. H6: codes 4118, 3233, 11 no longer apply. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the target lesion was mid circumflex artery (cx) which was heavily calcified, 80% stenosed and mildly tortuous. The cx was primarily wired with the viperwire advance coronary guide wire, floppy. Three low-speed passes were performed with the diamondback 360 orbital atherectomy device (oad). There was no difficulty passing the oad. On the fourth pass the viperwire was pulled back for an unknown reason and a pass was performed with the oad at the tip of the viperwire. Upon oad removal the viperwire tip was observed to have detached from the viperwire. An abbott bmw guide wire was advanced to snare the viperwire tip. As the bmw wire was being advanced it pushed the fractured tip of the viperwire down to the very distal part of the cx. Balloon angioplasty was attempted with a non-csi balloon but the balloon could not be advanced to the cx. The fractured component was attempted to be covered with an unspecified stent, but the stent could not be advanced as well. The fractured component was left in the distal cx. The patient was stable. The physician has no concerns about potential long-term risks or outcomes. In the opinion of the physician the oad came in contact with the viperwire spring tip during treatments causing the fracture. There is no allegation of malfunction against the oad and no allegation that the IFU/labeling was difficult to understand. The physician has no indication as to why the non-csi balloon and unspecified stent failed to advance to cx. The account asked if it would be safe for the patient to have a magnetic resonance imaging (MRI).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI is not known as the part and lot number were not provided. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.